Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 03-nov-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was failed. A field service engineer (fse) guided the user to recover the drawer and reseated the power cable, but the issue remained unresolved. Fse then went onsite, identified that the rail was preventing the drawer 2.1 from closing as the ball bearing was loose. Fse removed the broken part, secured the drawer, disconnected the pyxis bus cable and turned on the device and confirmed that the drawers were able to access except 2.1 and 2.2. Fse also identified that the drawer 2.2 also off due to damaged rail. Fse then extract cubies and placed them in new drawer, repositioned the middle divider as it came out during shipping and confirmed that the issue was resolved. The system functioned as intended after the field service engineer had repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer failed to recover. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.